Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a patient underwent uneventful lasik. After the patient left the office, they noted a foreign body sensation and returned back to the office. Striae was noted in the left eye and the flap was re-lifted. On follow up, the patient had good uncorrected visual acuity, but slit lamp findings showed microstriae with epithelial ingrowth. The flap was re-lifted again. At the next visit, microstriae was not present. The patient is scheduled to return. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The patient's left eye was treated twice: the first treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during cut. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment and finished the treatment without any problems. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-10205.